Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissor instrument tip would not move appropriately when trying to manipulate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reported failure was related to the movement of the instrument. The instrument was not moving at all in the appropriate direction. The instrument is not available for return to isi for evaluation.

Event description:
Refer to h11 for follow-up information.